Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had were having high blood glucose. The customer also reported that were getting a no delivery alarm on the insulin pump. The customer¿s blood glucose level during the incident was 470 mg/dl. The customer¿s current blood glucose level was 367 mg/dl. The customer stated they were tired. They treated with the insulin pump. Troubleshooting was performed. It was found that the infusion set¿s cannula was bent. Additionally, the customer reported that the insulin pump alarmed no delivery at the time of call and the insulin pump¿s battery compartment was damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked lcd window, broken belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.